Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 25% up to 100% while connected to a power source then back down to 30% after being disconnected. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was not impacted due to the battery issues. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.